Manufacturer narrative:
Other text: additional information: affected product has been updated. D4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date.

Manufacturer narrative:
Other, other text: d4: UDI section is unknown, no information available. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a blood administration the tubing started leaking blood attached to the blood warmer. There was patient involvement, but no clinical or patient injury.